Event description:
Experienced bilateral burning breasts. Right breast more severe, with radiating pain, burning into rib cage. MRI imaging yale new haven hospital. Rupture explantation in 1995, reimplanted. In 1998 left breast explantation. In 2001 explantation both breasts with mastopexy. In 1995 had to be scraped to the rib cage, due to silicone leakage. I have the implants. They were sterilized according to dow corning specifications.